Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00479; 341-10-710, s814 - stability, poor joint, s807 - pain, revision surgery, surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery: due to pain & instability.